Event description:
This pas-port device, with a second pas-port reported in (B)(4), was one of two used in a coronary artery bypass graft surgery. The pas-port was deployed but the implant was not firmly attached to the aorta. The pas-port implant was explanted and the graft was hand sewn. Pt went into ventricular fibrillation and required multiple defibrillations to restore normal sinus rhythm. Physician reported that the pt was "doing fine" 1-1/2 weeks after the event. Based on discussion with the surgeon, visualization difficulty may have prevented placement of the pas-port device flush to the surface of the aorta prior to deployment.